Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective. The cause of the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply. The patient was issued a replacement battery charger.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the battery charger would not power on. The patient was issued a replacement charger.